Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Type of report is initial.

Event description:
The patient reported "buzzing" three days after initial implant. It was reported that the right ventricular lead had increasing lead impedance and then had high impedance. During the lead revision procedure, it was noted that the device set screw for the lead was loose. The set screw was retightened and the lead and device remain in use. The patient alleges an infection from the revision procedure along with continued fainting and dizziness. No further patient complications have been reported as a result of this event.